Manufacturer narrative:
Unit received with constant motor error alarms during rewind due to severely corroded motor home switch noted. Unable to perform displacement test due to constant motor error alarms. Minor scratches on lcd window noted. Cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump had many scratches. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.